Event description:
A customer reported that the equipment presented a problem in fluid as exchanged during a procedure. An alternate system was used for fluid gas exchange. There was no harm to pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).